Event description:
International customer reports that a pt presented with a wound dehiscence of the fascia four days following c-section. The pt was returned to surgery for repair where the suture was found to be broken in the middle.

Manufacturer narrative:
Representative samples of the returned product were tested for tensile strength and the results obtained met requirements. No failure detected and the product meets tensile strength requirements.